Event description:
It was reported that concerns were raised regarding the origin of a ventricular fibrillation (vf) episode in the patient with this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the event and determined that the vf was possibly triggered by a premature ventricular contraction (pvc) being blanked, resulting in a ventricular pacing event that coincided with the t-wave. Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.